Manufacturer narrative:
The system was serviced in the field and failed hardware tests due to the computer not booting up. There was a large quantity of patients saved in the hard disk (older than 2014). Under advisement from technical services the patients were cleaned off of the disk but it still behaved in the same way and it was not possible to use the disk's memory to re-install the software. They previously uninstalled the software for more space on the disk. The computer was replaced. The failure was resolved. (B)(4). Other relevant device(s) are: cmptr 9734477rg02, rollingstn embed rfrb, serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that when trying to open the software, the system sent the message "failure in srmanager" and the software would not boot up. Navigation was aborted. It is unknown if there was a delay or if there was an to the patient.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to application screen. Testing found no failure with the computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure was a cranial resection. There was a delay of an hour or longer due to this issue. There was no reported impact to patient outcome.